Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was examined by their dentist and was found to have open bite and jaw discomfort. The aligners caused teeth to shift in the opposite direction of molars and teeth are no longer aligned. Dentist recommended to get braces to correct patients' alignment issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.